Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter. The reporter wanted to know what would happen if they swallowed test strips. Cs advised hte caller to contact their local hospital. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.